Manufacturer narrative:
There was no adverse clinical impact or adverse consequence to the patient as a result of the tip separation. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The device was examined under microscopic magnification and a complete separation of the tip from the outer catheter was present. No medical images or medical records have been made available to the manufacturer. The investigation confirmed tip separation, as a complete circumferential detachment from the outer catheter. The definitive root cause for the break in the catheter could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.

Event description:
An (B)(6)-year-old male presented. Duplex scanning and angiography of the lower extremity showed a heavily calcified sfa. Considering the calcified sfa, endovascular treatment was performed using a contralateral approach. A femoral introducer sheath was introduced and used to gain access to the vasculature. A .035" guidewire was introduced into the vasculature with an initially selected support catheter. After several unsuccessful attempts to cross using the initial device, the physician decided to use a wingman catheter to engage into the calcification. The wingman was tracked over the .035" guidewire and positioned up against the proximal sfa calcification. The guidewire was retracted and the device extendable tip was engaged into the calcification. Some advancement was made with the wingman and guidewire, however, the wingman seemed stuck within the calcified lesion. Attempts to extend the inner cannula did not release it from being engaged within the plaque. The device was retracted out of the lesion under force and removed from the patient. Upon device removal, it was noticed that the distal tip had disengaged within the occlusion. Fluoroscopic imaging revealed that the distal tip was within the occlusion. The physician used a reentry catheter to re-enter just distal to the calcified lesion. Angioplasty was performed and a clinician decision was made to leave the distal tip within the calcification. A peripheral stent was placed. Treatment was concluded with restored flow to the sfa. The patient was discharged the same day with no further incident.